Manufacturer narrative:
Concomitant medical products - model: d354drg, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high capture threshold and "poor"/diminished sensing. It was also noted that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The rv lead has been extracted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the medial segment was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.